Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed flow test. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
D9: product received date 11/18/2024. H3: one device was returned for repair with complaint of failed flow test. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual/functional testing was performed. Complaint of accuracy issue could not be confirmed. Upon further investigation, found battery compartment is cracked. Replaced battery compartment assembly. Device passed all testing criteria.